Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element,mr,ous 3.50x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a partial hypotube break 245 mm distal from the distal end of the strain relief. While the hypotube was partially broken there was no device separation. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that advancing difficulties were encountered. The target lesion was located in the left circumflex artery. After a 6f guide catheter was engaged and 0.014 guide wire crossed the lesion, pre-dilation was performed using a 3.0mm balloon catheter at 12 atmospheres. A 3.50x28mm promus element ¿ stent was then advanced to treat the lesion but difficulty was being felt while navigating device to the lesion site. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.